Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode. The device was previously at less than three months to explant. The patient is pacing dependent, and the health care professional was concerned about pacemaker battery. The pacemaker has been explanted and replaced for a new device. The explanted device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered into safety mode. The device was previously at less than three months to explant. The patient is pacing dependent, and the health care professional was concerned about pacemaker battery. The pacemaker has been explanted and replaced for a new device. The explanted device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. If information is provided in the future, a supplemental report will be issued.